Event description:
Daily spore testing does not result in anticipated result meaning control not auto claved does not turn yellow. A month ago a single control ampule did not turn yellow and I then that day ran another control from same lot and it worked properly. (On (approx)) (B)(6) 2014 I needed to run a second control because the 1st one did not turn color and I called and was able to speak to (B)(6) my long term company rep whose company has been super in their relationship with me for decades and whom I am trying to save them the trouble of reporting this concern themselves by doing this - they are great and asked and check my incubator, which I did. And it reads at 60 degree c as it should. They sent replacement ampules, which I am clay to pay for. My sterilization pouches for instrument sterilization with built in internal/ external indicators have all indicated my sterilizer is processing properly. And I will ship back the nine remaining ampules to (B)(4) as suggested as protected as I can from temperature concerns. Thank you to all involved with this concern.